Event description:
The hcp reported the pt was experiencing withdrawal symptoms with increased spasticity. It was determined that catheter was occluded and it was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.